Event description:
It was reported that the product broke in the pt upon removal. The physician had to use graspers to retrieve the broken device. The facility reported that there was nothing unusual about the catheter during eval.

Manufacturer narrative:
The sample was received in two sections measuring 31 cm at the distal portion and 38.5 cm at the proximal portion of the catheter. The device history records were reviewed and there was nothing found to indicate there was a mfg-related cause for this event. Qa performs 100% inspection of the product integrity and length of the catheters. The current process controls are intended to detect this type of failure mode. The directions for use states in the caution section: "do not withdraw ureteral catheter while it is deflected in endoscope. Avoid sharp bending." (B)(4).